Manufacturer narrative:
A ge service representative performed an on site investigation. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported a file system corruption detected upon boot up. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.